Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "twitch" due to left ventricular (lv) lead high threshold. The lead was reprogrammed - which resolved the issue - and it remains in use. It was also reported by the physician that the device longevity estimation was "poor", even considering the high lv threshold. The device remains in use. No further patient complications have been reported as a result of this event.